Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was an area of in-stent restenosis of a non-bsc stent located in the moderately tortuous and severely calcified superficial femoral artery (sfa). Two of 6.0mmx150mmx150cm and 6.0mmx220mmx150cm sterling balloon catheters were advanced for dilatation. However, during first inflation at nominal pressure for 30 seconds, each of the balloons ruptured. Both devices were removed without any problem and the procedure was completed with a different device. There were no patient complications nor injuries reported and the patient status was good.